Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the etl process was delayed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the etl process was delayed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load -dispensing system server reports database purge log was not running. A technical support specialist dialed into the es 1.6 pyxis_prod_app server and verified structured query language (sql) server downtime, station communication, and xml communication, all of which were current. The specialist then accessed the es 1.6 pyxis_prod_reports server, confirmed that the etl-dispensing system server reports database was running, and identified that the purge log was not running. The etl process was restarted, and the report server driver spaces were checked. The etl was fixed and monitored for a few days. Case was closed after customer gave permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.